Manufacturer narrative:
Continuation of medical devices: sdr303b ipg implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead is not functioning and was programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.